Event description:
It was reported that when patient lifted left arm above head, lead was dislodged. The lead was repositioned without any complications. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.